Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, there is a broken implant (pyrocarbon head mopyc) and patient required revision surgery. No further information was reported.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., and no similar device is commercially available in the u.s. Therefore, it is not subject to reportability under MDR.

Event description:
It was reported that, there is a broken implant (pyrocarbon head mopyc) and patient required revision surgery. No further information was reported.